Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that communication could not be established with a test generator when using a site's programming wand. When another handheld computer was attached to the wand, communication still could not be established indicating that the wand was a likely source of the problem. The wand batteries were changed, connections were checked, and there was not believed to be any emi. The wand has been returned to the manufacturer for product analysis, and a new wand has been sent to the site.